Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, customer delivered a correction bolus to address bg and subsequently, bg level dropped low. Additionally, it was reported that the pump suspended insulin deliveries. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.